Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician administered an injection to reduce the inflammation. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician administered an injection to reduce the inflammation. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the pocket site pain had gone away. No further course of action will be taken.